Event description:
Phlebotomist reported that upon removing the needle from the syringe after activating the safety, the needle went sideways of the device and the hcw received a needle stick. Pt was (B)(6).

Manufacturer narrative:
Eval summary: this is the first complaint reported with regards to lot number 2f1981. The mfg and inspection records of the lot concerned were reviewed and no abnormality which could be related to the reported event was found. (B)(4) retention samples were checked visually and no abnormality such as damage and/or molding (B)(4) retention samples were tested for functional inspection (breakaway force, sustaining force or security force) and met specifications. (B)(4) unused samples from reported lot number were received on (B)(4) 2013. Samples returned from customer will be analyzed. Quality will continue to monitor on monthly trend reports.